Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer cycling. A surgical intervention was performed, during which fluid loss caused by a hole in the right cylinder was noted. All components were removed and replaced. There were no patient complications.